Manufacturer narrative:
A beckman coulter technical customer support (cts) specialist assisted the customer troubleshoot over the phone. Upon further troubleshooting the customer found that the waste line and manifold were broken and leaking. The customer replaced the waste line tubing and manifold which resolved the issue. A2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
A customer reported erroneously low ise (ion selective electrode) patient results which includes sodium (na), chloride (cl) or potassium (k) involving the au480 chemistry analyzer system. The customer did not specify which ise assay was affected. The customer did not provide patient demographics and the exact number of samples affected is unknown. There was no report of change to treatment, injury, or death associated with this event.